Event description:
Per the clinic, the patient experienced an infection at the abutment site and subsequently underwent drainage of the site, however, the issue did not resolve. The device was explanted on (B)(6) 2022, and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. This report is submitted on august 25, 2022.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported). The patient underwent a skin revision surgery under general anesthesia on (B)(6) 2022. This report is submitted on september 30, 2022.